Event description:
In this case, it was reported that the valve was implanted then explanted during the same procedure. Per the op report, the patient had severe native aortic valve stenosis with severe calcification requiring aortic valve replacement with the edwards valve. Upon coming off bypass, the valve was inspected and there was noted to be a perivalvular leak (pvl). Patient was placed back on cardiopulmonary bypass and there was poor coaptation of the annular tissue along the posterior portion of the valve posterior to the left coronary artery. Sutures were placed to correct the defect. After coming off bypass again, a significant pvl was still noted at the same location. Therefore, the device was removed and a new 25 mm valve was implanted. This time there was no pvl on transesophageal echocardiogram.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. Annular calcification is a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The type and cause of regurgitation varies depending upon multiple factors. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.